Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: lead a was returned with outer tubing kinks, discoloration and breaches to the outer tubing. Similarly, lead b also had outer tubing kinks, breaches to the outer tubing and compression damage. Functional testing of both leads found one invalid contact on lead b only. Lead a exhibited no functional anomalies. The device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (of the same lot) on (B)(6) 2011. It was reported the pt lost stimulation from her scs system after a recent fall. Diagnostic testing of the leads found invalid contacts on both. The leads were explanted and replaced. No pt complications were reported as a result of this event.